Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the test strips were missing from the packaging/vial. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at an unknown time in the morning. The patient reportedly manages his diabetes with oral medication (unknown type/dose) and it is not known if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that due to not being able to test his blood glucose, approximately 8-12 hours later, he had "anxiety, became agitated, passed out." He reportedly self-treated with food/drink at an unknown time that day. No other device was used for testing. At the time of troubleshooting, the cca noted that the test strips were missing and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.